Event description:
It was reported that customer experienced difficulty using wake button because unresponsive, and pump screen either stayed on or required a power source to turn on. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.